Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but unavailable: can you please clarify if the "expected clack sound was heard at fourth firing" was intended to state "an unexpected noise..."?

Event description:
It was reported that, during an open rectum surgery, an expected clack sound was heard at the fourth firing. It was found that the metal part of the cartridge was removed from the cartridge and damaged. The device was used on the rectum of anal side. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2016. Batch # n54l5j. Additional information: disposable serial# was (B)(4). The reported (B)(4) was a mistake. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). A ecr60d was returned. Ecr60w will not be return.